Event description:
Patient was being trialed on opti-flow. The patient was found unresponsive with the mask lying on their chest.====================== health professional's impression======================lack of alarm system to identify displacement.